Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a request to unlock cubies was initiated, as nurses needed to access the drawer 6 bin to retrieve medication for a patient. A technical support specialist performed cubie unlock update via sql at pharmacy request to resolve the issue and confirmed cubies unlocked in cubie admin. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system, a request to unlock cubies was initiated, as nurses needed to access the drawer 6 bin to retrieve medication for a patient. The customer stated that there was a delay in dispensing medication, but no patient harm reported. There were no adverse events or injuries reported based on this event.